Event description:
A customer reported that the pump did not recognize the accurate battery percentage. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.